Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). PMA/510k number : k081047; k123188; k133786. Device code for device emits odor is for "burning smell". The previous repair report for ultra duo flex fluid cart, serial (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using cmr to query for serial (B)(4), the device to have been previously repaired four times, the previous repair being for a level sensor and valve pack issue on 16 aug 2016. The level sensor and valve pack was not associated with the reported event, so the previous repair was a non-related issue. On (B)(6) 2016, it was reported from (B)(6) hospital that the burning smell coming from evac. The unit was located on 4th floor in the university, connected to an evac, the coupler would not come out of the cart. Pm medical was contacted about the cart and dispatched a service technician to be at the site. On (B)(6) 2016, the technician found that there was no issue with evac , but he confirmed that burning smell was coming from the duo cart with sn (B)(4). An exchange for the new cart was scheduled. A new cart (serial (B)(4)) was shipped from (B)(4) to the facility (shipping (B)(4)). On 15 nov 2016, the new cart was confirmed to have been delivered to the facility and the service company was dispatched a service technician to the site to perform exchange. On 15 nov 2016, the technician arrived at the site and installed the new cart. He then verified that the cart was functioning as intended and placed the cart into service without further incident. The device was tested and inspected. The technician then repackaged the new cart so that it returned to service without further incident. The exchanged cart was picked up from the hospital (shipping (B)(4)). The exchange cart was confirmed to have been returned to (B)(4) on 18 nov 2016. The root cause of the reported event could not be specifically determined with the provided information. The issue was resolved with an exchange. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that a burning smell was coming from the evac station during cleaning and the coupler would not come out of the cart. No adverse events were reported as a result of this malfunction.